Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg), the patient developed a blister and itching at the device site. The patient was treated with multiple courses of steroids, antihistamines and one course of antibiotics without improvement. The blisters are reported to be filled with serous fluid and the size of the blisters have grown and require application of dressings. The patient tested positive to an allergy to cobalt dichloride and gold sodium. An allergic response/infection is suspected. The device remains in use. No further patient complications have been reported as a result of this event.